Manufacturer narrative:
(B)(4). The customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien service engineer (se) was only authorized to update the software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.